Event description:
The facility alleges that one unit did not allow air flow to the pt. No reported pt injury.

Manufacturer narrative:
A follow-up report will be filled upon completion of the eval or if add'l info becomes available.